Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the device beeping and the backup battery not charging. No patient harm reported.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the battery. The device is back in service. Contact office: (B)(4).

Event description:
The customer reported the device beeping and the backup battery not charging. No patient harm reported.